Event description:
It was reported that the patient presented to the emergency room with near syncope. It was also reported that the atrial lead was undersensing. The atrial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.